Event description:
It was reported that a dissection occurred. The opticross imaging catheter was selected for use. During procedure, the catheter froze in pullback, the catheter removed and flushed, then the physician tried another run, however it was noted that there was a dissection in left main. A stent was deployed to cover the dissection and complete the procedure. There were no further patient complications reported.